Event description:
Surgeon's initial report stated the cannula blew off the tip of syringe and created a large iridodialysis, zonular rupture with immediate copious hemorrhaging, vitrectomy performed to attempt to repair iris. Iris was too broken up to suture. Intraocular lens retrieved with forceps. In surgeon's letter to retinal specialist, surgeon stated cannula separated from syringe and either the cannula or a strong stream of bss (balaned sterile saline) entered the eye, formed an iridodialysis temporally, lacerated the iris, displaced the iol (intraocular lens) and tore zonules and the capsule. Verbal communication from the initial reporter stated that additional surgery was performed on 10/12/1999. The post-operative eval on 11/8/1999 revealed that the pt had no sight in the right eye.